Manufacturer narrative:
(B)(4).

Event description:
Generator replacement surgery occurred and the device was discarded by the explant facility. A review of the manufacturer¿s available in-house programming history was performed. The data showed that impedance was within normal limits throughout the history. On the date of (B)(6) 2016 20.877% of the battery was estimated to have been consumed, and the battery voltage was 2.923 volts. At the next interrogation on (B)(6) 2016 30.153% of the battery was estimated to have been consumed, however the battery voltage was 2.811 volts, and the 25% battery life indicator had been set indicating the battery had depleted faster than expected.

Event description:
It was reported by a company representative that a vns patient¿s generator was interrogated and showed the battery status was at 20%. The physician thought it was strange that the generator was already at 20%. The patient is in referral for replacement. 2 weeks ago the battery status was provided as green, but was found to be at intensified follow-up indicated on (B)(6) 2016. She stated that the patient has a behavior of hitting herself across the chest and it was wondered if that did not cause some damage to the generator. An estimate of battery life calculation with the data available to the manufacturer provided 7.4 years to near end-of-service condition. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Clinic notes were received indicating that ¿the battery is at a critical level battery capacity, and that the impedance is normal¿.